Manufacturer narrative:
If implanted, give date: not applicable, no indication that lens was implanted. If explanted, give date: not applicable, no indication that lens was implanted. Hence, not explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack on optic of the intraocular lens (iol). It was learned that the crack was noticed when implanting into the patient's right eye. There was no incision enlargement, no vitrectomy and no sutures done. No patient post-op injury. No other information was provided.